Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 322. Service evaluation verified the system error 322. The cause was identified to be a failed lower link switch. The lower auxiliary assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During recertification of a returned spectrum infusion pump device it experienced system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.